Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 53mm aaa. It was reported that during the index procedure, a proximal endoleak was observed. As treatment a endurant cuff of the same diameter was implanted. Ballooning was performed and a CT showed the amount of contrast agent flowing into the aneurysm decreased compared to the initial contrast study, but the endoleak still remained. It was said the cuff was positioned well under the renal artery. It was noted the patient also has a type IV endoleak so follow-up will be performed. The procedure was completed. Per the physician, neck tortuosity may have increased the likelihood of a type ia endoleak. It is unknown whether the type v endoleak was observed as jetting through the fabric; however, the physician did not report any dissatisfaction associated with the type IV endoleak, which was observed only in the bifurcated stent graft. No additional clinical sequalae were provided and the patient will be monitored.